Manufacturer narrative:
This file was made reportable in error. With the current FDA codes, it is not reportable. There will be no further reports sent in. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system presented with an aspiration problem during testing. There was no patient involved.